Event description:
The ventilator went vent inop while in use on a patient, and alarmed. The customer reported there was no patient involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The resironics service technician was unable to duplicate the reported problem. However, the service technician confirmed a dignostic code in log history indicating a vent inop occurred due to a flow sensor failure. The service technician replaced the exhalation flow sensor. The service technician performed final testing on the ventilator, and all tests passed per operating specifications.